Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 13 years 5 months post implant of this bioprosthetic valve, the patient presented with shortness of breath. The patient was noted to have increased gradients across the valve along with severe aortic stenosis. The valve was replaced valve-in-valve with a transcatheter aortic valve. No additional adverse patient effects were reported.